Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported that at the last regular follow-up appointment, a decrease in device battery was noted. Boston scientific technical services was contacted and confirmed that the battery was depleting normally. It was discussed that the elevated power consumption of the device is likely due to a high auto-threshold output setting and high atrial rate sensing. It was recommended to program the threshold to a fixed setting. The patient was also enrolled in remote monitoring and the device remains implanted and in-service. No adverse patient consequences were reported.